Event description:
Complainant alleged that during a routine shift check by a clinician the device displayed "defib fault 72", "pacer disabled", "defib disabled",and "paddle fault" messages. Complainant indicated that there was no pt involvement in the reported malfunction.